Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. Additional product code: mni mnh kwp kwq. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records was conducted. The report indicates that the manufacturing date: 24-nov-2014 p/n 498.106, lot # 7803442 did not contain any anomalies or ncrs. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a posterior spine fusion from t11 to ilium using the universal spine system variable axis screws (uss vas) system on (B)(6) 2015. At that time, patient also received a pedicle subtraction osteotomy (pso) at l3. Two (2) additional rods were also implanted at the pso level using matrix snap on connectors. On an unknown date, both the long and short rods on the right were broken, the long rod on the left was broken, and the caudal matrix snap on connector for the short rod on the left disengaged from the long rod. Patient also did not heal at the l2 to l4 level. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware except the iliac screws. Uss I screws were removed bilaterally from t11, t12, l1, l5, and s1. Uss vas iii screws were removed bilaterally from l2 and l4. All uss I screws were re-instrumented with new uss I screws except the iliac screws, and the uss vas iii screws were replaced with new uss vas iii screws at l2 and l4. While replacing the uss vas iii screws, two (2) screwdriver tips were broken and one (1) screwdriver tip was bent. Procedure was completed successfully with no delay and no harm to patient. Broken and bent screwdriver tips are addressed in (B)(4). This report is 3 of 5 for (B)(4).